Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2088tc competitor implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was not capturing reliably at 7.5 volts at 1.5 milliseconds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. It was noted that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that the electrical resistance and cross continuity results were within specifications. The outer insulation breached/in-vivo/1st rib/clavicle which might contribute to the electrical complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.